Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: test strip lot 3740688 was returned in place of the test strips involved with the complaint, the complaint passed testing. The test strips were evaluated and the primary complaint was not confirmed; in addition, a secondary issue was noted, the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) alleging multiple inaccuracies on the subject meter. The reporter claimed obtaining blood glucose readings of 76 and 78mg/dl with the subject meter and 50 and 52mg/dl on a onetouch vita meter performed within 30 minutes of each other. The reporter also claimed obtaining blood glucose readings of 78mg/dl with the subject meter and 50mg/dl on a hospital meter performed within 30 minutes of each other based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.